Event description:
It was further reported that: the patient was sedated at the time the issue was discovered. There was no harm to the patient.

Event description:
It was reported that during preparation, of a lithotripsy procedure, the console would not start. The procedure could not be completed. No harm to the patient was reported.